Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and a denied response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. However, the most likely cause of the reported event is device-related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as doing well. No additional investigation of this reported adverse event is planned however, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events. Device iteration is afx with strata. Corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension, and two (2) limb stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, the patient presented to the hospital with a ruptured aneurysm and a type 3a endoleak between afx main body and left limb extension. Re-intervention was completed. An ovation ix, iliac limb was implanted on (B)(6) 2020 to treat this event. This event was previously reported under mrn 2031527-2020-00211. Now,approximately, 1-month post-re-intervention, the patient presented to the hospital with a type 3b endoleak from the afx bifurcated stent graft. The physician relined with a cook device. Patient status is doing well.